Event description:
It was reported that after boot up, a black screen appears with an error message. Use of the service disk was attempted to correct the problem, with no success. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer booted up and interrogated a device with no errors. System errors were found in the programmer error log. Tab broke off of power cord bay.